Manufacturer narrative:
Despite multiple attempts, this right atrial (ra) lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. Surgical intervention was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.